Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a persistent cerebral spinal fluid (csf) leak after undergoing a surgical procedure in which dura-guard was used for a dura repair procedure. Subsequently, one year later, the patient was brought back to the facility due to a persistent csf leak. The patient was operated on and a 1 millimeter size hole was observed directly in the middle of the dura-guard patch that had been placed during the dura repair. No further detail was provided regarding the medical intervention associated with this revision procedure or regarding the patient¿s outcome from the event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.